Event description:
Healthcare professional reported "capsular contracture, baker grade ii and deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on anterior assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. Additional observations: yellow particles observed inside the device. Brown particles observed in the fill channel. Crease fold and wear abrasion observed on the device. No further actions are required as the device was received out of its sealed package.

Event description:
Healthcare professional reported "capsular contracture, baker grade ii an deflation". This record is for the right side. Device was explanted.